Manufacturer narrative:
Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: deflation. Clarification to d4 device information: "68 hp 350" reported.

Event description:
Healthcare professional reported via the national breast implant registry (B)(6) manufacturer registry specific data report (mrsdr) "rupture/deflation ". This record is for the right side. Device was explanted.